Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect total b-hcg results generated on the architect i1000sr instrument for one patient. On (B)(6) 2022 (B)(6). Generated an initial architect b-hcg result of 356.98 miu/ml, repeated <1.20 miu/ml. The patient was being monitored for a hydatidiform mole. No impact to patient management was reported.

Manufacturer narrative:
During inspection of the architect i1000sr processing module, sn (B)(6) , the field service representative (fsr) resolved the customer issue by replacing the assy, pipettor, complete with lls cable plug (rohs) (7-97004-03). The assy, pipettor, complete with lls cable plug (rohs) was determined to be the cause of the customer issue and no additional discrepant result issues have been reported since its replacement. A review of the instrument service history for the architect i1000sr processing module, sn (B)(6) , revealed no additional service tickets associated with discrepant/erratic results. The review also found there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the assy, pipettor, complete with lls cable plug (rohs) did not identify any trends. The pmr scorecard for alinity I/architect ia was reviewed and identified no similar issues related to the architect system, likely cause part, or discrepant results as described in this ticket. The architect i1000sr erratic result rates were within acceptable limits with no trends identified. Manufacturing documentation was reviewed and no issues were identified for the assy, pipettor, complete with lls cable plug (rohs). Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic assay results and contains instruction for the removal, replacement, and verification of the assy, pipettor, complete with lls cable plug (rohs). Based on the information within the complaint record, no deficiency was identified for the assy, pipettor, complete with lls cable plug (rohs) or the architect i1000sr processing module, (B)(6) .